Event description:
The customer states that the system displayed poor image quality.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.